Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation at a third-party service center, a therapy buzzer failure alarm and a power buzzer failure alarm occurred at the same time. The device's buzzer assembly and display board were replaced to address the issue. Additionally, the cooling fan, muffler assembly, fan retainer, machine flow sensor and all internal tubing were replaced due to contamination. The vanity cover was found to be scratched and was replaced to address the issue.